Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Interrogation of the implantable cardioverter defibrillator revealed that it had an episode of non-sustained right ventricular oversensing due to myopotentials. The oversensing was reproducible with coughing, and caused some inhibition of pacing. The device was reprogrammed, and the oversensing was not reproducible with coughing afterwards. The patient was asymptomatic.